Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had been having seizures. Seizures all started when she got her ins implanted and then got worse. At first it was just tremors and it started to escalate. At first the patient thought it was part of crps where she was still having mild tremors and then they got worse. She then went into full fledge of conscious seizures. They were getting out of control. Then they were thinking it was ptsd because of the patient's situation. But seizures seem to be stronger when ins is on. She was going to the point where she had 5 seizures per day, several seizures per week. She has been going back and forth turning ins off and on to test to see what is going on and how she would react with ins being off. She had mild seizures with ins being off, seizures were just functions. Something was not right. When you have crps you have anxiety, frustration but she never dealt with anything like that. She did not know if something is pressing on it. Their healthcare provider goes back and forth. The patient stated that nothing was happening fast now due to covid.